Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Checked for infinite resistance reading from ground to each alternating current (ac) input terminal at the power entry module. The readings were both at their proper infinite values, and do not indicate an earth leakage. The assignable cause for additional problem of earth leakage current test was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.